Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that oxygen could not be supplied normally, and the patient's fingertip oxygen saturation (spo2) gradually decreased. The device was in use on a patient at the time the reported issue was discovered. The customer called technical support to report that oxygen could not be supplied normally, and the patient's fingertip oxygen saturation (spo2) gradually decreased. The patient's oxygen saturation was difficult to maintain, and breathing was extremely difficult. The anesthesia department was urgently contacted for endotracheal intubation, and the patient was transferred to the intensive care unit (ICU) for further treatment. The ventilator was sent to the engineer, and the initial cause was a malfunction of the air-oxygen blender. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 06jan2025, there was no patient harm/adverse reaction from the patient involved. Further case information regarding the diagnostic report (drpt)/logs, malfunction of the air-oxygen blender, alarms or notifications present at the time of the event, patient prescription including fio2, and patient spo2 at the time of the event remain unknown. The hospital ultimately asked a third-party vendor to replace the gas delivery system (gds), and the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.